Event description:
During the administration of blood products to a pt during surgery, blood leakage was found at the distal end of the warming rod, even though @ pre-test, no leakages were observed. No adverse event or complications to any pt and/or personnel. Administered fluids were 1 litre n/sale, 2 x packed cells, 1 x fpp. Unit was taken out of use as soon as leakage occurred.